Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular tachycardia (vt). It was also noted that right atrial (ra) lead undersensing was observed on stored electrograms (egm). The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.